Event description:
Customer reported meter results of 524 mg/dl, 199 mg/dl, 107 mg/dl, and 99 mg/dl within 10 minutes on the active system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.